Event description:
It was reported that the patient reported blockage in the tubing on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from which requires additional activities not included in the original investigation dated 25/feb/2026. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: eqms search: a query was run in the eqms on 10/jun/2026 against lot number 6013768 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- blockage. Similar complaints search: a query was run in the eqms on 10/jun/2026 against lot number criteria equal 6013768 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- blockage. The number of complaints is 1. The complaint number is: (B)(4). Device history record (DHR) review: the lot 6013768 was manufactured according to 4905072 version and manufactured in machine/line: inset 1, on 11/jun/2025 with a total of (B)(4) units. Sub-assembly: gluing of tubing. The lot 5e06537 was manufactured according to 4905506 version and manufactured in machine/line: itl01, on 10/jun/2025 with a total of (B)(4) units. The lot 5e06538 was manufactured according to 4905506 version and manufactured in machine/line: itl01, on 12/jun/2025 with a total of (B)(4) units. The review confirmed that lot 6013768 is associated with (B)(4), auto soft 90 missing/remaining label, model 1726027. This nonconformance is not related to the reported malfunction or failure mode, since it does not impact product integrity, functionality, safety, or performance. The issue was limited to a labeling discrepancy identified during packaging operations. Additionally, no similar ncrs, capas, or systemic trends were identified that could indicate recurrence of the issue. Conclusion the DHR review confirms compliance with manufacturing and quality requirements. No evidence was found indicating a potential contribution to the reported complaint; therefore, the event is considered isolated and unrelated. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) 001031 (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380